Manufacturer narrative:
The reported event was confirmed as product was returned and visual examination of the returned zuk femoral component identified signs of being implanted such as scratches in the distal surface and foreign material/bone cement on the proximal surface, and is fractured. Sem analysis was performed and determined that the fracture was likely a result of bending fatigue with multiple initiation sites. A potential lack of bone cement bond to the cut femoral surfaces might possibly have caused increased bending stresses and contributed to the fracture. The four provided x-rays identified a fracture on the femoral component with clear separation and loosening of the more anterior part of the implant. There is a faint irregularity of the femoral margin at the site of later fracture and the bone quality is osteopenic. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Per unicompartmental knee package insert, implant fracture is a known potential adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) concomitant medical products: tibial component precoat left medial/right lateral size 4. Item# 00584200401 lot# 11017320. Articular surface size 4 8 mm height femoral size a,b,c,d,e,f,g. Item# 00584202408 lot# 63411924. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial knee procedure. Subsequently the patient reported a distortion trauma and few months¿ later pain symptoms appeared and the patient reported difficulty in walking and carrying out their daily activities. X-rays were requested and they showed that the femoral component was fractured and the patient was revised two years four months post primary implantation. There is no additional information at this time.